Manufacturer narrative:
(B)(4) date sent: 01/04/2017. Additional information received: did the tissue pad melt? (See pictures attached which show the pad being loose, but not fallen off the clamp arm; and another photo of the groove) the tissue pad melded in the middle of the clamp arm and got loose at the tip or did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) No does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate that during a laparoscopic total gastrectomy procedure, when the stomach is dissected, the teflon is released and cannot be used. Unknown how case was completed. There were no adverse consequences for the patient. One device will be returned. (B)(4).